Manufacturer narrative:
Pump passed selftest and displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures alarm. The customer's blood glucose value was 68 mg/dl at the time of incident. Customer cleared the alarm and did complete prime process. Customer was assisted with troubleshooting. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer performed self test and it was passed. The insulin pump will be returned for analysis.